Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant, far p-wave oversensing was observed on the ventricular channel. Oversensing was not detected when the lead was connected to the pacing system analyzer. The lead was connected to a new device, and no further oversensing was seen.

Manufacturer narrative:
The reported field event of far p wave oversensing was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported oversensing could not be determined.